Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The wife of the patient reported that they don't think "it" helps it all since first implant on (B)(6) 2013. It was stated that the patient goes to their healthcare provider (hcp) every three months to get settings change, and have almost come to the end of the adjustments. The patient then stated that they think it maybe helps a little bit. Additional information received from the consumer reiterated that the implant hasn't done much for the patient. It was stated that the patient has cervical dystonia and that the implant helped a little bit, and that one day it helps and one day it doesn't with the patient "able to hold their head up a little more." The caller has tried "so many programs all over the place" and the healthcare professional (hcp) wants the patient to go though testing, with them needing something for pain. The patient's indication for implant is dystonia and movement disorders.